Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the unit has low o2 percentage output and is not alarming.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the original complaint issue of low o2 was not able to be duplicated, and there was no indication of a failure of the alarms to operate. Therefore, the complaint was not confirmed.

Event description:
The dealer stated the unit has low o2 percentage output and is not alarming.